Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged the patient underwent multiple surgeries for the removal of her infected hernia mesh and had unspecified injuries. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. On (B)(6) 2015: the patient underwent the first of multiple surgeries for the removal of her infected hernia mesh and had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard flat mesh. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿